Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 422 mg/dl. The customer¿s current blood glucose was 501 mg/dl. The customer's blood glucose was 399 at the time of the incident. The customer's blood glucose went up to 522 mg/dl. The customer treated with insulin pen. The customer declined to troubleshoot for high blood glucose. The product was returned for analysis.